Manufacturer narrative:
(B)(4) - shard penetration occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that during an unknown procedure on (B)(6) 2015, topical skin adhesive was used. During the procedure, when the tube was squeezed to activate, it cracked and a piece of the plastic became sharp and was able to cut through 2 pairs of gloves, causing a sharps injury to the nurse. The specific intervention given to the nurse was not provided. No additional information was available. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. When the tube was squeezed to activate, it cracked and a piece of the plastic became sharp. There was no adverse consequence to the patient.